Event description:
The reported event was that following the completion of a surgical procedure earlier in the day, a patient required a subsequent procedure due to post-operative bleeding. It was discovered that the patient had lost over two liters of blood due to a slipped weck hemo-o-lok polymer locking ligation system clip. A procedure vide showed that the clip was applied successfully during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).